Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the springs of the clip applier flew out and the device broke while in use during a procedure.